Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA: 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 06-nov-2022 to 05-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device was not detected on the communication bus and fridge failed due to latch failure. A field service engineer replaced the latch, greased and tightened connections and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system remote manager failed and not detected on the communication bus. The customer reported that there was a delay in removing medications around 1 hour and the users were able to get the meds from the pharmacy for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch required replacement. A field service engineer replaced the latch, greased and tightened the connections to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed and not detected on the communication bus. The customer reported that there was a delay in removing medications around 1 hour and the users were able to get the meds from the pharmacy for the patient. There were no adverse events or injuries reported based on this incident.